Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 2017 labeled 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 - use after expiration. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The otw omnilink elite instructions for use (IFU) states: use the stent system prior to the use by date specified on the package the investigation determined that the use after expiration was user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that a 6.0 x 29 mm otw omnilink elite stent was implanted 14 days post expiration date. There was no reported problems with deployment of the stent and no adverse patient sequela. No additional information was provided.